Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage to the charged coupled device (ccd). Additional findings were as follows: adhesive on the bending section cover had a chip, the venting connector of the light guide connector was loose, and the video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) medical center.

Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope had no image. The event occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.